Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation confirmed that the endoscope was used with the water filter without having be replaced over a month has been reprocessed. The following issues were found in the repair history of the device: replacement pertaining to insufficient angulation of insertion section bending tube. Replacement pertaining to distal end section light guide lens cracked. Replacement of distal cover scratched. Replacement pertaining to glue cracked of insertion section a-rubber. Replacement pertaining to glue clouded of insertion section a-rubber. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. As described in the instruction manual operation manual ¿oer-4¿, "7.2 replacing the water filter (maj-824)", we encourage you to replace the water filter periodically, at least once in one month to prevent contamination of the rinse water. Olympus will continue to monitor the field performance of this device.

Event description:
During the oer-4 investigation for another reported issue, it was found that the filter had not been replaced in over a month in a gastrointestinal videoscope. Issued due to the possibility of reprocessing failure for all scopes that have been cleaned in a cleaning machine with filters that have not been properly replaced. The issue occurred in nine complaints. There was no patient injury or adverse event reported to olympus.